Event description:
Through journal article "twelve years and over 2400 implants later: augmentation mammoplasty risk factors based on a single plastic surgeon's experience" healthcare professionals reported unknown side ¿seroma, capsular contracture baker grade iii/IV, rupture, implant rotation, double-bubble, bottoming out." Healthcare professional additionally reported "hematoma" not related to the device. Device status unknown.

Manufacturer narrative:
Article citation: montemurro,paolo, pietruski, piotr. Twelve years and over 2400 implants later: augmentation mammoplasty risk factors based on a single plastic surgeon¿s experience. Prs global open. 2024; 1-10. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable causes for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, rupture, capsular contracture baker grade iii/IV.